Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer observed recoverable faults on universal surgical manipulator (usm) 3. The customer informed the technical service engineer (tse) that the fault occurred when docking usm 3. The tse reviewed the onsite logs and found errors 23138, 23094, and 23069 on usm 3. After, the tse asked the customer to cycle the system power and emergency power off (epo) the patient side cart (psc) for over a minute. It was noted the recoverable faults returned on power up. Then the tse asked the customer to follow the system prompt to disable usm 3. The surgeon docked usm 4 in place of usm 3 and continued with the case robotically. The customer requested a field service engineer (fse) follow up. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in-house system and failed normal mode triggering error 1162 at startup. Opened cannula and found fluid intrusion on axes controller spar cannula (acsc) printed circuit assembly (pca) connector and chipencoder virtual absolute (cva) pca. Swapped both cva and cannula flat flex cables(ffc)s and the error disappeared. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and fiber test.